Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error, prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin pump squirt out insulin from the infusion set rather than a slow drip. Customer states scratches on the insulin pump and it affect ability to read the screen. Customer states plastic piece chipping off. The insulin pump will not be returned for analysis.